Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and fs libre reader and no trends were identified that would indicate any product related issues. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported being unable to test due to a white screen display on the adc freestyle libre reader. Customer experienced symptoms described as dehydration, vomiting, unable to move, and loss of consciousness. Customer had contact with a healthcare provider who diagnosed him with diabetic ketoacidosis and administered intravenous sodium chloride for rehydration. There was no report of death or permanent injury associated with this event.